Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6), (B)(6), (B)(4), (B)(4). It was reported that on (B)(6) 2022, a 27 mm navitor valve was successfully implanted. Post-implant, on the same day, the patient developed left bundle branch block (lbbb). No intervention was performed, and the event was resolved on (B)(6) 2022. On (B)(6) 2022, the patient's holter monitor noted that they had gone into paroxysmal atrial fibrillation. The patient was started on eliquis twice a day. No additional information was provided.

Manufacturer narrative:
An event of left bundle branch block and paroxysmal atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.na

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6). 2022, a 27 mm navitor valve was successfully implanted. Post-implant, on the same day, the patient developed left bundle branch block (lbbb). No intervention was performed, and the event was resolved on (B)(6) 2022. On (B)(6) 2022, the patients holter monitor noted that they had gone into paroxysmal atrial fibrillation. The patient was started on eliquis twice a day. It was reported that on (B)(6) 2022, the patient had a 3.5 second pause due to sinus node dysfunction, but was not symptomatic. There was no treatment required.